Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.

Manufacturer narrative:
Device lot number corrected from 0020456071 to 0020285571. Device expiration date corrected from (B)(4) 2019 to (B)(4) 2019. Device manufactured date corrected from 03/30/2017 to 02/15/2017. (B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.